Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had a loss of therapeutic effect and a return of symptoms, the patient noted she was wetting all over the place. The patient noted that it quit working, but she was able to get it working again by putting in the patient programmer batteries. The patient noted the cause of the issue remains unknown, but it noted the stimulation was on and the patient was receiving therapeutic effect. It was noted the loss of therapeutic effect and return of symptoms began on (B)(6) 2016. The patient noted they also had parkinson¿s disease, which was why it took her a while to get the patient programmer antenna positioned, it was noted this was not mentioned in relation to the device or therapy. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.